Event description:
It was alleged a patient obtain two third degree burns under the under the universal pad on their thigh. Patient was in beach chair position. The nature of medical treatment and type of procedure was not provided. The burns occurred during surgery. It was indicated that a ringer solution (a conductive irrigant) was used in the procedure but no information was provided as to where or how it was used. Our instructions for use for this product includes the following warning statement: "to reduce the risk of burns, do not overload the universal pad with too much current. Any combination of high power, long activation time, and a conductive irrigant (e.g., saline) may overload the universal pad with current and may result in a patient burn. To reduce the risk: use non-conductive solutions unless specific medical reasons indicate otherwise." Product was not returned for evaluation.

Manufacturer narrative:
No lot number was provided and without a lot number the expiration date and manufacture date can not be determined. We have received notice from the manufacturer of the ablator device used in combination with the universal pad and erbe console on (B)(6) 2015 that the incident was caused by misuse by the user facility due to using a combination of two devices which should not have been used in combination. A full thickness burn that extends into deeper tissues causing white or blackened and charred skin that may be numb. A device problem related to the user not following the......